Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow sensor flow rate was reading lower than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the flow sensor for the arterial side and for the venous side usually show almost the same flow rate. However, the arterial side was showing 3.5 liters per minute (l/min) and the venous side was showing 5.0 l/min. The reservoir level was stable and the actual arterial and venous flow rates were almost equal when the issue occurred.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to a lab use only (luo) flow module and a luo water loop. The luo roller pump was set to 2.50 liters per minute (l/min) and the flow sensor was reading 2.50 l/min as expected. The pst also compared the reading against two luo flow sensors and they were all reading the same value of 2.50 l/min. It was determined that the flow sensor met specification.

Manufacturer narrative:
(B)(6) per the manufacturer's subsidiary, the hlm base was either serial number (B)(6).

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with heart lung machine (hlm) whereby there was a significant flow discrepancy between the arterial and venous flow probes during a period of venous reservoir volume. As stated in the complaint, the venous flow showed 5.0 liters per minute (lpm) and the arterial showed 3.5 lpm during a period when they should have been almost equal, with stable venous reservoir level. The related video showed a system brought into the operating room for comparison and the flow rate on the system was 4.3-4.4 lpm while the arterial flow on the aps1 was reading 3.6 lpm (and the venous flow on the hlm was reading 5.2 lpm). The unit was not changed out, there was no delay, no blood loss, and the surgery was completed successfully. This complaint is referencing the arterial flow probe.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, there were two flow logs, one for 'mailflow', and one for 'veinflow'. The logs show the issue likely occurred on 22dec2021. On that date, the 'veinflow' flow sensor showed many instances of the sensor coupling to the tube with fluid. This may impact the flow reading accuracy when it occurs or even cause the flow reading to be lost. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.